Manufacturer narrative:
Through a legal claim, it was reported that left hip bhr revision surgery was performed due to avascular necrosis and recurrent dislocation. At the time of revision, only the bhr head was revised, and the bhr cup remained implanted. A hemi head, modular sleeve and femoral stem were also implanted at the time of revision. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. According to the provided revision report of the first revision, the patient had pain, there were no gross signs of loosening and possibly minimal bone atrophy at the femur/around the femoral component. The cup was described as in excellent position, without loosening or subsidence and it was retained. The provided implantation and revision reports did not provide information that could relate to the cause of the reported avascular necrosis of the head. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. Patient had a left resurfacing revision to tha 22 months post implantation. Patient has a history of left femur fracture with plate. A bone scan showed avn under the prosthesis. The revision intraoperative report indicated that there was what appeared to be metal debris on the old plate. The acetabular component was noted to be in excellent position without signs of loosening or subsidence. There was minimal atrophy of the bone. It should be noted metal debris was only noted on the old plate, this cannot be ruled out as a contributing factor to the avn. Pain and atrophy of bone are consistent with avn. However, the root cause of the avn cannot be determined nor can it be concluded. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to avascular necrosis and recurrent dislocation, elevated test results.

Event description:
It was reported that left hip revision surgery was performed due to avascular necrosis and recurrent dislocation.